Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump battery was unable to charge despite using multiple usb cables, wall adapters, and power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 131-170 mg/dl. The customer reverted to an alternate method of insulin therapy.